Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 15th may 2009, alongside random manual power ons, up to the 26th june 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of less than one minutes duration between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The excess current drain and measurements taken would indicate a failing membrane. The time outs of less than one minute duration may indicate the device was switching on automatically and the user was intervening to switch the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.